Event description:
It was reported that customer experienced damage to tandem charging cable and could no longer use charging supplies. There was no reported impact to the customer¿s blood glucose level. Customer was advised that charging supplies would be replaced by technical support, and if pump battery depleted before replacement arrived, customer was instructed to continue without backup therapy as no alternative therapy was needed.